Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain, cloudy effluent, fever, general malaise, vomiting and diarrhea. The cause of peritonitis was not reported. The patient was hospitalized on the same day as the onset and was discharged after five days. The patient received shock treatment with vancomycin (1 gram, route and frequency were not reported), ampicillin (1 gram, route and frequency were not reported), tobramycin (100 mg, route and frequency were not reported) and continued treatment with ceftazidime (250 mg per exchange for twenty - one days and route was not reported) for peritonitis. Thirty five days after event onset, the patient was discharged from the hospital and was reported to be symptom free. Pd therapy was ongoing. No additional information is available.